Event description:
It was reported, a patient's atrial lead presented with low pacing impedance and oversensing. The lead was capped and replaced in a procedure on (B)(6) 2024. Post-procedure, the patient was stable.